Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the implantable cardioverter-defibrillator (ICD) was confirmed to be in backup mode due to event queue overflow. The device was restored. There were no adverse consequences to the patient.